Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel morphology is unknown and the aneurysm was reported to be 6 cm in diameter. The pt had a history of chronic atrial fibrillation and hypertension. A follow-up CT scan 3 years post implant showed enlargement of the aortic neck to 30 mm and the stent graft had slipped down into the aneurysm sac creating a type I endoleak. In january 2003, the pt underwent repair with a talent aortic cuff. Another follow-up CT scan in february 2004 showed another endoleak had developed. The pt was scheduled to undergo endovascular repair with aorto-uni-iliac conversion in june 2004; however, preoperative evaluation showed pt was found to have poorly controlled hypertension and their operation was postponed. The pt was sent for observation and further management of their blood pressure. In 2004, the pt complained of abdominal pain and was noted to have decreased blood pressure. The pt was transferred to the intensive care unit and upon arrival pt became profoundly hypotensive and a code was called. The abdominal aortic aneurysm was found to have ruptured and gram-positive coccal infection was found around the same area. Despite aggressive efforts, the pt could not be resuscitated and expired. The stent graft was explanted at autospy and was returned to medtronic. Evaluation of the explanted stent graft is pending.